Event description:
It was reported that the patient experienced repeated occlusion alerts while sleeping when using an inset infusion set, and the issue resolved only after a supply change, indicating obstruction of flow associated with the connector/coupler component. Customer care provided support that included performance of a dry test, and recommendation to use supplies from another box. Investigation of this case revealed an obstruction of flow traced to a component-related deformation affecting the connector/coupler. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the infusion set connection leading to occlusion.